Event description:
It was reported by the rep the wand shorted out and shocked the pt. This occurred during a shoulder procedure. The procedure was completed with another device. The pt has been discharged and the controller will be sent in for analysis and exchange. See MDR 1221934-2010-00405 for similarity and notes. Afrigault (B)(4).

Manufacturer narrative:
We are filing an MDR because the reported "patient shock" could not be clearly defined by the event reporters despite outreaches for clarity. An effort was made through several communications to discern if this issue was normal muscle twitch associated with the activation of an electrosurgical device in a joint space near a nerve bundle; the facility could not define this. In phone conversations with the event reporter, they conveyed that the general consensus at their end was that most likely operator technique was the root cause for this reported issue; they cited staff conversations and the other same/similar complaint from the same surgeon; MDR 1221934-2010-00405. Despite all of this, they still were unable to define "shock". Based on the lack of definition, we requested that the unit be sent in for a thorough evaluation, and we are also filing this MDR to document the reported event. The unit was received and was evaluated. Visually, the device had some minor cosmetic defects to the chassis, nothing gross or influential. Functionally, the unit was subjected to a thorough battery test. The unit passed all test, functioned well within its design and manufactured parameters; could find no fault with the device. We cannot discern any root cause for the reported issue. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential forthcoming info that is pertinent and germane to this issue.